Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complications is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Additionally, two cadiere instruments were used during the procedure, and both have been used in subsequent procedures. Logs show that the curved tip stapler 30 instrument, part number 470530-08, lot t10190514-0008 had one partial fire with a green stapler 30 reload, in which the firing failed at <1% completion. This indicates that no knife or staples would have been deployed to form a staple line. This was on the 5th firing in the procedure (also the 5th firing by this instrument in the procedure). There were no incomplete clamps by this instrument in the procedure. No images or videos of the event were available for review by isi. Although there were no alleged malfunctions and the system and instrument log information found no potential causes, there was not enough information provided to confirm the cause of the intraoperative bleed. This complaint is reported due to the following conclusion: it was reported that during the tail end of a da vinci-assisted left upper lobectomy surgical procedure, the lung specimen was removed and placed in a specimen bag. At that time, while using a cadiere forceps instrument, the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. However, the cause of the unspecified amount of bleeding is currently unknown at this time.

Event description:
It was reported that during the tail end of a da vinci-assisted left upper lobectomy surgical procedure, the lung specimen was removed and placed in a specimen bag. At that time, while using a cadiere forceps instrument, the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. On 06-apr-2020, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) who was present during the procedure and obtained the following additional information regarding the reported event: it was reported that during the tail end of a da vinci-assisted left upper lobectomy surgical procedure, the lung specimen was removed and placed in a specimen bag. At that time, while using a cadiere forceps instrument, the patient experienced bleeding. As a result, the procedure was converted to an open surgical procedure to control the bleeding. The cta stated that she does not know how and where the bleeding started. She stated that once the conversion to an open procedure started she left the operating room, thus, she does not know how the bleeding was controlled, and/or if any blood transfusion was rendered to the patient. The estimated blood loss is unknown at this time. The cta stated the last she heard was that the patient was on extracorporeal membrane oxygenation (ECMO) the cta confirmed that there were no images or videos available for the event. The cta also confirmed that she did not have any information regarding the patient demographics, since the patient was draped. The cta stated during the procedure there was an issue with the curved tip stapler 30 instrument. That was almost a hour or so prior to the bleeding reported. However, that issue was resolved with a back up stapler 30 reload, and no further issues were reported. On 16-mar-2020, isi had contacted the site's thoracic procedure manager and obtained the following additional information regarding the stapler issue: the thoracic procedure manager stated that a green stapler 30 reload installed on a curved tip stapler 30 instrument was "locked up and was removed." It was confirmed that they installed a green stapler 30 reload on a new curved tip stapler 30 instrument and it completed the fire. The thoracic procedure manager confirmed there was no tissue damage during the initial firing failure.